Manufacturer narrative:
Concomitant products: product ID 4351, serial# unknown, product type lead; product ID 4351, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that there was a serious adverse event (sae) and that the battery "failed." There was no clarification on the sae, so does not meet requirements for reporting for serious injury as "serious adverse event" does not report permanent impairment, medical/surgical intervention, or hospitalization. Additional information was requested.